Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event when deploying the stent there was a significant resistance on the close mechanism. Once lower came it, the stent suddenly popped at and ended up in the cia instead of the eia. Patient outcome device remain inside patient, yes, the stent remained in the cia.

Event description:
A supplemental report is being submitted due to completion of the investigation on 19 aug 2025.

Manufacturer narrative:
Device evaluation: the zfv6-80-6-10.0 device of lot number c2163334 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0058) states the following: ¿introduce the extra or ultra stiff .035¿ (0.89mm) wire guide through the introducer sheath or guiding catheter across the distal segment of the target lesion.¿ there is evidence to suggest that the customer did not follow the instructions for use. From the information provided, a 0.018¿ wire guide was used. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause can be attributed to use error. From the information provided, a 0.018¿ wire guide was used for the procedure, as per the instructions for use, a 0.035¿ wire guide is required. The smaller diameter wire guide would provide insufficient support to the device, possibly leading to issues with resistance and deployment, causing the stent to deploy beyond its intended location. 03 attempts were made to gain more information regarding this event and for the device to be returned however no additional information has been provided. Should the information become available, this file will be re-opened and investigated accordingly. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, during deployment of the zfv6-80-6-10.0 stent there was significant resistance, the stent ended up in the cia instead of the eia. From the information provided, the stent remains in the cia, no additional procedures were required and no adverse effects were reported.